Event description:
A medtronic rep reported that the synergy spine 1.7 software hangs after selecting a procedure. The malfunction persisted after reinstallation of software. No pt was present during the event.

Manufacturer narrative:
No pt was present during this event. The returned product did not meet specifications. A hard drive malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site per RMA and the issue was resolved.